Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported receiving high sensor scan results and adjusting the dose on his insulin pump in response to the readings. Customer subsequently experienced fatigue and laid down and experienced a seizure and loss of consciousness, requiring treatment of "4 juices, a coke and a syrup" by third-parties. Post treatment sensor scan results of 298 mg/dl, 254 mg/dl, 259 mg/dl were compared with built-in reader results of 123 mg/dl, 178 mg/dl, and 193 mg/dl and no further treatment was reported. There was no report of death or permanent impairment associated with this event.